Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after receiving an inappropriate shock due to noise that appeared like myopotential oversensing. This patient was lying in bed, and they did not experience any symptoms. A magnet was placed over this s-ICD until a device check could be performed. Upon review it appeared that the oversensing was possibly atrial fibrillation (af). Technical services (ts) recommended ruling out what this patient was doing at that time to ensure it was not movement related oversensing. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after receiving an inappropriate shock due to noise that appeared like myopotential oversensing. This patient was lying in bed, and they did not experience any symptoms. A magnet was placed over this s-ICD until a device check could be performed. Upon review it appeared that the oversensing was possibly atrial fibrillation (af). Technical services (ts) recommended ruling out what this patient was doing at that time to ensure it was not movement related oversensing. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a transvenous system. This s-ICD was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after receiving an inappropriate shock due to noise that appeared like myopotential oversensing. This patient was lying in bed, and they did not experience any symptoms. A magnet was placed over this s-ICD until a device check could be performed. Upon review it appeared that the oversensing was possibly atrial fibrillation (af). Technical services (ts) recommended ruling out what this patient was doing at that time to ensure it was not movement related oversensing. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a transvenous system. This s-ICD was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has been returned and will be analyzed. A supplemental report will be issued upon completion.